Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-107 (448607) batch number 2333610. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. To investigate, three retention panels from the complaint batch 2333610 were tested using qc isolate s. Aureus a29213 on a phoenix m50 machine and evaluated for identification results. Next, three retention panels from the complaint batch 2333610 were tested using qc isolate s. Aureus a25923 on a phoenix m50 machine and evaluated for identification results. All six panels identified as s. Aureus, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed four additional complaints on the complaint batch, two of which is related to this defect and not confirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that bd phoenix¿ pmic/ID-107 misidentified 2 isolates of s. Aureus as s. Epidermidis. The following information was provided by the initial reporter: customer reported 2 isolates of s. Aureus that identified as s. Epidermidis.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ pmic/ID-107 misidentified 2 isolates of s. Aureus as s. Epidermidis. The following information was provided by the initial reporter: customer reported 2 isolates of s. Aureus that identified as s. Epidermidis.

Event description:
It was reported that bd phoenix¿ pmic/ID-107 misidentified 2 isolates of s. Aureus as s. Epidermidis. The following information was provided by the initial reporter: customer reported 2 isolates of s. Aureus that identified as s. Epidermidis.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-06-12, return date unavailable, sample analysis assigned date used in its place. H.6. Investigation summary: updated to reflect the return of isolates. H.6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-107 (448607) batch number 2333610. The customer did not return panels or phoenix generated lab reports but provided isolates for the investigation. To investigate, three retention panels from the complaint batch 2333610 was tested using qc isolate s. Aureus a29213 on a phoenix m50 machine and evaluated for identification results. Next, three retention panels from the complaint batch 2333610 was tested using qc isolate s. Aureus a25923 on a phoenix m50 machine and evaluated for identification results. Last, one retention panel each of customer returned isolate s. Aureus sa-1 and sa-2 on a phoenix m50 machine and evaluated for identification results. All eight panels identified as s. Aureus, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed four additional complaints on the complaint batch, two of which is related to this defect and not confirmed. Complaint trending was performed and no trends were identified associated with this defect.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd phoenix¿ pmic/ID-107, a patient isolate of s. Aureus was misidentified as s. Epidermidis. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd phoenix¿ pmic/ID-107, a patient isolate of s. Aureus was misidentified as s. Epidermidis. There was no report of patient impact.